Manufacturer narrative:
Manufacturer's report date: 07/14/2010. (B)(4). This report was filed by the manufacturer. The pca module was not sequestered - pc unit event log and data set have been received from the facility. A follow-up report will be submitted with the investigation findings.

Event description:
Customer reported an under infusion of morphine. A 30 ml syringe contained morphine 1 mg/1 ml to infuse at 2 mg/h basal rate with pca 1.5 mg dose, lockout period 10 minutes. Facility suspects nurse mistakenly programmed concentrated morphine selection (10 mg/ml), resulting in under infusion. Patient had no harm or medical intervention, but reported pain level was elevated. No additional information was available.